Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon deemed being accurate when touching the skull. When navigating inside the brain anatomy, the surgeon alleged an inaccuracy of 1cm in the superficial direction. The procedure was a skull base tumor and it was not believed brain shift was the cause of the inaccuracy. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. One contributing factor found during software engineering review of the registration, was that the points collected on the nose were very close together (indicating slow tracing speed) and points across the scalp were very far apart (indicating much faster tracing speed). The anatomy covered should have been sufficient to produce a good registration but the team suggests it is possible that the tracing speed across the scalp was too fast for the refresh rate of the emitter which could have contributed to inaccuracy. This information was forwarded to the site to make changes to their tracer pattern to improve future outcomes.